Event description:
The complainant reported that a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The impella cp was implanted via the left femoral artery without complications. On day two of impella support, the patient experienced oozing from the impella access site and the central venous catheter. The site was redressed with angle matching, and the patient was transfused with a unit of blood products. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
A4 is unknown. The device was not returned for evaluation. It was reported that the device was explanted and discarded by the facility and is therefore unavailable for return to the manufacturer. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
The investigation for the reported event, major bleed, has been completed. No product was returned for investigation. The root cause of the injury could not be determined as product was not returned and insufficient clinical details were provided.